Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Unrelated repairs were made to the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock. This issue is patient related; however there was no adverse event reported.